Manufacturer narrative:
Submit date: 2017-08-18. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the enteral feeding pump failed the flow rate test.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of failed flow rate test. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.